Event description:
It was reported that the patient experienced bumps and an infection on their arm caused by a pod, prompting to seek medical attention on (B)(6) 2026 at their general doctor¿s practice after wearing the pod less than one hour. At the visit, the patient was diagnosed with hyperglycemia with a glucose level of 15 mmol/l (270 mg/dl), and the doctor administered insulin via pen to lower blood glucose. After treatment, the patient was able to continue using the pod, although could no longer wear pods on arm due to the reaction. The patient placed a new pod and resumed treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.